Manufacturer narrative:
Upon review, it was identified that the (b1) product problem was inadvertently omitted in error. Upon review, it was identified that the (b2) death was inadvertently omitted in error. Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected/updated (h3) device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue could not be determined without sufficient clinical information and data log review. The cause of the positioning issue was most likely unintended use-related, as clinical information supports that the issue occurred during advancement of the repositioning sheath. The cause of the issue could not be determined without sufficient clinical details, including data logs. Biomaterial on the returned product could be a potential cause of the temporary pump stop, likely related to a low act of 152 during support. The cause of the issue could not be determined without sufficient clinical details, including data logs. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in h1. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
An impella cp device was inserted into the left femoral artery in a 63-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG). During the procedure, while removing the peel-away sheath and pushing the repositioning sheath, the device migrated into the left ventricle (lv). During this time, there was an alarm for pump stop and flows dropped to 0. The device was restarted at p-9 with adequate flows. No further issues were noted. While the patient was in the intensive care unit (ICU), the urine became red tinged. Platelets also decreased and the hemoglobin dropped 3 points in 12 hours. An echocardiogram was ordered to confirm position. Three days after impella insertion, the patient expired on support. The impella functioned at p-4 at 2.6l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock along with low cardiac output syndrome, complicated by stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in b2 (date of death). Upon further review, the report type selected in that submission was identified that the information was not captured in previous reports.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9b has been updated.